Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead presented with noise, elevated thresholds, and low impedance. The lead was capped and replaced on 6 feb 2020. The patient was stable.